Event description:
Upon interrogation of the subject pacemaker on (B)(6) 2016, a warning message about high atrial lead impedance was displayed on the programmer screen. Reportedly, atrial lead measurements were performed in unipolar and bipolar configurations. No noise was visible in the recorded episodes. Reportedly, no atrial lead issue was identified in x-ray photos. The pacemaker was reprogrammed in vvir mode. Preliminary analysis showed that a lead issue and/or a lead-pacemaker connection issue is suspected at atrial level.

Event description:
Upon interrogation of the subject pacemaker on (B)(6) 2016, a warning message about high atrial lead impedance was displayed on the programmer screen. Reportedly, atrial lead measurements were performed in unipolar and bipolar configurations. No noise was visible in the recorded episodes. Reportedly, no atrial lead issue was identified in x-ray photos. The pacemaker was reprogrammed in vvir mode. Preliminary analysis showed that a lead issue and/or a lead-pacemaker connection issue is suspected at atrial level.